Manufacturer narrative:
Several attempts have been made to contact the customer for resolution with no success.

Event description:
Account has a bed that will not send a nurse call. Account said that there was a patient in the bed, but there were no injuries.